Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that multiple battery out limit alarms were received on the insulin pump for a period of 2 months. The customer indicated that new batteries were installed in the pump each time the alarms happened however, the alarms returned. The customer indicated that the batteries were not out of the pump greater than the duration allowed by the pump. The customer's blood glucose level was not provided. The customer could not recall any significant events leading to the alarm. Troubleshooting was done for the alarms but customer did not have a new battery to test and will call back to further troubleshoot. The customer indicated that the product would not be returned.